Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An official letter has been received from the health authority with below complaint definition: a patient (name is darkened in attached file) had gone through a hip replacement surgery in (B)(6) 2018 and had no issues until a normal walking gone in (B)(6) 2020 where the patient couldn't take a step. In the radiology imaging performed the next day on (B)(6) 2020, it was seen the implant was broken and it penetrated femur by breaking the bone as well. The patient had another surgery on (B)(6) 2020. The patient also claims that in 2015 and 2018, there were manufacturing defects on the devices and the patients had these implants were re-operated due to implant breakage.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.